Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center as unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, protector of connecting tube tearing, bending section rubber gluing worn out and peel off, connecting tube wrinkled, key top n°1 cut, and biopsy channel and distal end unit exchange as preventive maintenance. According to the evaluation, replacement of connecting tube (included all channels), protector of connecting tube and key top n°1 are required to return the instrument to the OEM specification. The device will be return to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the evis exera iii colonovideoscope bending sheath cover was broken/torn/ruptured and the metal was protruding. Upon inspection and testing of the customer returned device, investigator found no tearing off the scope connecting tube, but a tear off the protector of connecting tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be confirmed, nor reproduced. No further presumption of cause could be established on the suggested phenomenon. Olympus will continue to monitor field performance for this device.